Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator latch had broken. The door did not shut all the way and did not open. The field service engineer (fse) identified that the pyxis refrigerator had failed, and the door would not lock. Upon examination, it was found that the door hinge cover had become loose and had lodged in the door hinge, preventing the door from closing properly. The hinge was loosened, allowing the hinge cover to be removed. The hinge was then tightened, and the door functionality was restored. The refrigerator was verified to have returned to the correct temperature. The failure occurred during a dispensing workflow. There were no adverse reactions and no patient harm reported. A hardware test application was run, and the refrigerator was tested. The refrigerator was confirmed to have a broken latch. The latch assembly was removed and replaced, and proper operation was tested. The door operated as intended after the repair. A final hardware test application was run, the door functionality was tested, and preventive maintenance was completed.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator sj6wb latch broke. The door would not shut completely and could not be opened properly. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.